Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that before surgery, there was a delay in getting the unit to start, takes multiple attempts before it will start running and is not running on full power. There was no patient involvement. Another unit was used in place of this one. Due diligence is complete, there is no additional information available,